Manufacturer narrative:
Evaluation method: medical review. Results: medical review - review of this file indicates that the surgeon experienced a refractive surprise equivalent to 0.6 diopters, considering the pre-operative measurements were accurate. It is unlikely that the iol power is incorrect because it passed all manufacturing tests. Diopter and resolution of this iol cannot be performed at this time because the iol that was explanted cannot be found. The probable cause of this event would be inaccurate measurement of k readings and axial lengths during the a-scan. A 1mm error in the measurement of the axial length produces an error of 3 diopters in the iol calculation. This patient had a 0.6 diopter difference from its target, which is likely due to a 0.2mm error in measurement. Conclusions: no conclusion can be drawn: based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation method: device history record review. Results: a review of the device history record was performed and nothing was found in the manufacturing, packaging and shipping processes of this lens that was the root cause of the complaint. Conclusions: based on the complaint history, work order search, medical review and the device history record review, the most probable cause of the event was due to inaccurate measurement of k readings and in turn an error in the iol calculation. (B)(4).

Event description:
The reporter stated the surgeon implanted a cc4204a collamer aspheric single piece lens in the patient's right eye (od) on (B)(6) 2010. The lens was explanted on (B)(6) 2011 due to an unexpected outcome. There was no patient injury. The lens was exchanged for a +24.0 diopter lens. The reporter stated the lens was discarded by the facility.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - surgical procedure, secondary surgery. (B)(4) - explanted, unexpected outcome. Device was not evaluated by manufacturer. The lens was discarded by the facility. Eval method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).